Event description:
In 2002 the end-user called disetronic, USA and stated that they have been admitted to hosp two days for hyperglycemia. On 1/10/2003 maersk medical a/s received the complaint and 1 used cannula part. The incident took place in USA.